Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the superficial femoral artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, catheter breakage was noted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the superficial femoral artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, catheter breakage was noted. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed and located in a non tortuous, moderately calcified vessel. It was confirmed that no catheter breakage or kinking occurred; the issue was that the catheter was not recognized by the system.